Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device started to exposed, the scar started to open up and the pocket was infected. The physician opted to explant the system but the extraction was not successful as there was an oxygen fire in the operating room. The physician decided to stopped the procedure and closed the pocket. There were no additional adverse patient effects reported. All available information indicates that the product remains implanted.